Event description:
While closing an incision at the conclusion of a laparoscopic surgical procedure, the needle broke in half; half was retained in the subcutaneous tissue. It was initially unable to be localized. The piece was located via x-ray. Extensive dissection of subcutaneous tissue was required to remove the retained piece. The two pieces were compared, and together from the entire needle.